Event description:
It was reported that the pt suddenly became hypotensive. After attempting to treat for 20 minutes, it was noted that the port where the neosynephrine was infusing had detached. It was stated that the failure caused significant hypotension in a critically ill pt. The pt required an increase in dosage of pressors and a fluid bolus before being stabilized.